Event description:
It was reported that the epg (external pulse generator) has a cracked screen. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report that the liquid crystal display (lcd) lens was cracked. It was also noted that the upper case, lower case, and one side bail cover were broken, the battery contacts were compressed, the lcd display and board connector cables were out of specification, one side bail and ring were bent, the keyboard was scratched, and the main printed circuit board (pcb) was out of electrical specification.